Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 11.0 mmol/l at the time of the incident. Customer was able to clear the alarm and able to rewind the pump. Customer was assisted with self test and it was not pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 6, u1 keypad assembly.